Event description:
It was reported that the atrial and ventricular output values of the external pulse generator (epg) were both out-of-specification. The caller was advised to locate a different tester and test again, and was informed that the device would no longer be serviced due to being older than five years of age. The status of the epg is unknown. No patient complications have been reported as a result of this event.